Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3d0463) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, during firing across the appendix, the cartridge sprung off from the handle before it was passed to the surgeon. The surgical tech then pushed the cartridge back into the shaft on the handle and handed it back to the surgeon. After firing, the jaws locked on tissue and the surgeon changed the handle and continued to remove the cartridge from the tissue. A piece of cartridge also appeared to be broken inside the packaging. Surgical time was extended for 10 minutes. Tissue damage was also noted.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and clamped on tissue. The I-beam was noted to be fully advanced. The formed staples could be observed between the cartridge and anvil along the length of the cartridge. Upon microscopic inspection of the laminates, no damage or abnormalities were observed. Functional testing found that the I-beam was retracted by hand. The reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument broke and the single use loading unit disengaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to load and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.